Event description:
It was reported that the patient¿s system had to be removed because his healthcare provider (hcp) implanted it ¿too high and also placed the leads wrong.¿ shortly after implant, around the time the patient¿s incision site started to heal, he began to have problems with stimulation being painful and going down his leg. The patient also stated that he could not lean back against it or he experienced pain. The patient had to have another hcp remove the system ¿because the implanting hcp put the machine way too high up in his back.¿ the patient stated that he had the system removed ¿about five or six months later.¿

Manufacturer narrative:
Product ID 7435 lot# serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 748925 lot# serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748925 lot# serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 389033 lot# j0504316v, implanted: 2005 (B)(6); product type lead product ID 389033 lot# j0504316v, implanted: 2005 (B)(6); product type lead. (B)(4).